Manufacturer narrative:
An internal investigation was initiated to determine the cause of the malfunction. Parts replaced were part of regular preventive maintenance. This unit is running normally and as designed.

Event description:
It was reported the patient experienced a burning smell emerge from their device. Reportedly, the patient's device would not charge. As a result, the patient was sent a replacement device.